Event description:
It was reported by the customer that a patient controlled analgesia (pca) pump module was infusing hydromorphone. The concentration was changed from a concentration of 250mg/50ml to 50mg/50ml on 6/16 around 1619 and then changed back to 250 mg/50 ml at 2003. A continuous dose was programmed at 3 mg/hr and a pca dose programmed at 1 mg with a 10-minute lock out interval. 16 pca doses of 1mg administered to the patient between 1619 and 2003. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.